Event description:
Boston scientific received information from a patient verification form indicating this patient, with this chronic pacemaker passed away approximately six years ago. A hand written noted on the form states, "the pacemaker was failing just before he died." The cause of death was not indicated. At the time the patient passed away, the pacemaker had been implanted for approximately ten years. Our records indicate this pacemaker has an estimated longevity of approximately eight years and we have no information indicating the device was replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.